Event description:
The physician deployed a 3mm diameter x 40mm length bridge assurant stent to the right iliac. The delivery system balloon had been inflated multiple times without issue. Post deployment of the stent the physician then placed the device into the contra iliac for ballooning. The balloon inflated without issue but was unable to deflate. The physician then advanced the delivery system balloon into the aorta and ruptured it using a 60cc syringe so that it could be removed. The device was inspected prior to use with no issues noted. There was no injury to the patient and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Device evaluation: the balloon had been inflated and the stent was not present. There was a 6cm longitudinal tear along the balloon. The distal outer shaft was kinked proximal to the balloon weld. The proximal balloon weld was stretched and there was bunching of the inner shaft proximal to the balloon weld. Blood and a clear liquid were present in the balloon and inflation lumen. No further damage was noted.